Manufacturer narrative:
The reported event was confirmed, as use-related. Evaluation report of the returned sample, submitted by atrion medical, states that during functional testing, the device would not draw water and could hear air pulling in. The device leaked from the o-ring/clamp area and would not build pressure, because the o-ring was dislocated and blown out of its assembled position. When the o-ring was removed and replaced with a new one, the device passed the pressure leak, pressure decay, and vacuum capability tests with no leaking observed. Due to the gauge being off zero as received in, the device failed the gauge accuracy portion of the functional testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device."

Event description:
It was reported liquid was leaking from the device. The balloon did not inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported liquid was leaking from the device. The balloon did not inflate.